Manufacturer narrative:
The reported event of premature discharge of battery and inability to interrogate was confirmed. The device voltage was below end-of-service level upon receipt. Session records analysis and hybrid evaluation were performed; no sources of high currents were identified. In the absence of high current drain, premature battery depletion is most likely caused by a lithium cluster induced short circuit. Lithium clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented in clinic for a routine follow up. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated using multiple programmers. Premature battery depletion was suspected, and end of service (eos) was believed to have been reached. The ICD was explanted and replaced. The patient was stable.